Event description:
The customer reported that the system displayed a black screen as a result of arcing. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f4 fuse in the power motor relay was replaced. The system was tested and found to be working as intended and put back into service.